Event description:
It was reported that pump experienced malfunction indicated by malfunction 199 in tandem source, with additional malfunction codes 16 and 0x20e6, and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for putting malfunctioning pump into storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.